Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer's blood glucose was 341 mg/dl at the time of call. The customer stated that they had symptom of high blood glucose such as vomiting. The customer stated that they gave correction with manual injection and the insulin pump. The customer's blood glucose was 295 mg/dl at the time of hospitalization. The customer stated that they were wearing the insulin pump during hospitalization. Troubleshooting was done and found that the cannula was bent. The insulin pump will not be returned for analysis.